Event description:
It was reported to target that the physician had difficulty deploying a fourth gdc coil into an aneurysm. He tried to remove the fourth coil by pulling it back into the catheter but the coil connected to other coils in the aneurysm and broke. The physician tried to retrive the coil but was unsuccessful. The results of this procedure had no effect on the pt's health.